Event description:
Reported that the iol was exchanged for the different power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Based on information following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported that following implantation of an intraocular lens (iol) the patient experienced glare and blurry vision of far away objects. The lens was explanted for a another lens in a secondary procedure. Additional information was requested.